Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. End user has tested positive to a dermatology prick test to the dressing, however, no other allergies to any other fibrous dressings as food stuffs. It was also reported there was no permanent injury or death. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow-up report will be submitted.

Event description:
It was reported the pt developed generalized urticaria following insertion of kaltostat nasal packing after functional endoscopic sinus surgery (fess) and septoplasty procedure. It was further reported the product was used at the end of the procedure and was in place approximately 3.5 hours before developing symptoms. The kaltostat nasal packing was removed. Following the procedure, the end user developed urticaria, hypotension and bradycardia and required overnight admission, med treatment and monitoring.